Manufacturer narrative:
(B)(4). Results: the pet lock was intact with the ruby coil pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end of the pusher assembly. The pusher assembly was kinked approximately 37.0, 77.0, and 101.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly and stuck inside the microcatheter. The microcatheter was cut by a penumbra investigator to further evaluate to the embolization coil. The stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was present inside the distal detachment tip (ddt). The embolization coil became unraveled upon removal from the non-penumbra microcatheter. The ruby coil was detached and, therefore, could not be functionally tested. Conclusions: evaluation of the ruby coil revealed the sr wire was fractured, and the embolization coil was detached. Fracture of the sr wire typically occurs due to forceful retraction of the ruby coil against resistance, and will cause the embolization coil to detach. The non-penumbra catheter was found to be ovalized with the detached embolization coil stuck within the catheter lumen proximal to the ovalization. The ovalization observed on the microcatheter likely contributed to the difficulty experienced by the physician when advancing and retracting the ruby coil. The kinks in the ruby coil pusher assembly were likely incidental and likely caused during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician flushed the non-penumbra microcatheter with saline and then attempted to advance a ruby coil through the microcatheter. After the ruby coil was advanced into the microcatheter, the physician encountered resistance and subsequently, the coil became stuck. Therefore, the physician attempted to retract the ruby coil; however, while the coil was being retracted, it unintentionally detached. The physician was unable to advance or retract the detached coil. Therefore, the microcatheter containing the detached coil was removed. The procedure was then successfully completed using a new non-penumbra microcatheter and new non-penumbra coils. It should be noted that the physician did not maintain a continuous flush during the procedure and that it is unknown if a rotating hemostasis valve (rhv) was used. There was no report of an adverse effect to the patient.